Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported ¿suture came out of the anatomy during device removal with the formed knot and loop in the suture bearing¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported ¿suture came out of the anatomy during device removal with the formed knot and loop in the suture bearing¿ appears to be related to circumstances of the procedure. It is likely that a partial capture or friable femoral vessel contributed to the reported difficulty. If the suture loop is pulled out of the vessel, the suture would no longer be anchored to the vessel wall to have the resistance required to pull the suture from the suture bearing. Therefore, contributing to the suture loop remaining in the suture bearing. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the suture and or tissue interacted with the foot and contributed to the reported difficulty closing the foot and subsequent device entrapment. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, the following information was received: the three prostyle devices were incorrectly reported. Additional information was received indicating that the first prostyle device had the footplate stuck in the partially opened position keeping the device stuck in the vessel. The suture was cut but the device was still stuck. The device was twisted and yanked out. Upon removal, the footplate was observed to still be in the partially opened position. The additional information also indicated that the second and third prostyle devices worked at intended without issue. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with three prostyle devices, the suture came out of the anatomy during device removal with the formed knot and loop in the suture bearing. The method used to achieve hemostasis was not provided. The procedure was then continued contralaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch report numbers.